Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned with the original packaging. An evaluation was completed. The stent was observed to be broken into two pieces, neither of the broken pieces appeared stretched or discolored. The broken pigtail was located inside the straightener. The separation occurred at the pigtail and not at a port hole with no additional markings. The break was visually similar to what is seen when a stent is cut with a pair of scissors. The suture was not returned and the suture port hole did not appear damaged, which could mean the suture had been cut and removed by the end user. The outer diameter of both broken pieces was measured with a laser micrometer and found to be 0.062" and 0.063", the tip inner diameter measured 0.039" with a pin gage, the tube inner diameter at both separated ends measured 0.041" with a pin gage; all measurements were within specifications. A 0.035" guidewire was able to pass through both separated pieces without resistance, passing the guidewire requirements. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." . H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the stent was found to be broken after opening the outer package, so a new product was replaced. Nurse stated that before use, the outer package of the product was checked and there were no abnormalities.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was found to be broken after opening the outer package, so a new product was replaced. Nurse stated that before use, the outer package of the product was checked and there were no abnormalities.